Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility biomedical technician (biomed) reported to technical support a discolored power plug on a 2008t dialysis device. Upon follow-up with the biomed stated that the discoloration was due to burnt wires at the end of the cord. The power cord was replaced to resolve the issue. There was no patient involvement. Additional information was requested but to date, has not been provided.